Event description:
Synthes (B)(4) reported a patient with an arthritic ankle joint was treated with a hindfoot arthrodesis nail and 4 screws (3 distal and 1 proximal) on an unknown date. Patient was returned to the or for removal of the nail and 4 screws using an extraction screw. It was noted that the nail did not have an end cap. Reportedly the patient may have experienced a possible nonunion. Hardware was intact and not broken. Surgeon then revised patient to a competitor product. During the removal the surgeon had difficulty trying to fully thread the extraction screw in order to remove the implant. Biomaterials were used when the implant was put in. Surgeon had to use other means in order to remove the implant. Procedure was delayed more than 15 minutes. This is # 4 of 6 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.